Event description:
Healthcare professional reported that a hemochron signature elite and pt/inr system reported results lower than expected. (B)(6) male was receiving warfarin for anticoagulation of an unspecified condition. Target inr range was 2.0 to 3.0. On clinic follow-up on (B)(6) 2015, a fingerstick inr was reported as <0.8, which was lower than expected. Repeat fingerstick inr on a different finger was tested on a different hemochron signature elite instrument and with the same lot number of reagent cuvettes reported a result of 4.2, which was higher than expected, but consistent with the patient's clinical condition. No bleeding, complications or other adverse events were reported. Storage and handling of reagent cuvettes were consistent with product labeling. Instrument malfunction was suspected and the instrument was returned to itc on 04/14/2015 for evaluation.

Manufacturer narrative:
This MDR submitted on 04/17/2015 references itc (B)(4). The lot number of the j201 pt reagent cuvette used for patient testing is m4jpt084 is referenced by itc (B)(4). The device was not evaluated. Process evaluation performed. There were no ncrs, anomalies or history of repair to the instrument. No current trends, or CAPA related to the cuvette lot used for testing.